Manufacturer narrative:
The customer reprinted the patient ID that was scanned incorrectly. The customer used the same meter and scanned the reprinted version in diagnostic mode approximately 6 times, and the patient ID was read correctly each time. The meter was requested for investigation.

Event description:
There was an allegation of a barcode scanning issue with an accu-chek inform ii meter + rf. The customer alleged that when scanning a patient¿s ID, the information in the laboratory information system (lis) was for a different patient ID that is no longer in the facility. The result for the current patient ID was from (B)(6) 2025, 104 mg/dl at 11:58 a.m. The patient ID associated with this result was for a patient who is no longer in the facility.

Manufacturer narrative:
Sections d9 and h3 were updated. The customer returned inform ii meter with serial number: (B)(6). The customer did not return the barcode. The meter barcode functionality was tested using sample barcodes at the investigation site. Barcodes of various symbologies were scanned using the customer meter multiple times each. All barcodes were scanned correctly. No issue was found with the barcode scanning function of the meter. The meter was disassembled for further investigation. The visual inspection of the electronic parts showed no abnormalities, and no contamination was found. The barcode scanner window had light scuffs, but this did not affect the scanning performance. Product labeling provides an example of barcode symbologies: "to reduce the probability of the barcode being misread, it is strongly recommended that you use the configuration options for patient and/or operator ID validation as applicable to your specific workflow. These options are: check ID against list or check ID for length 1 and use barcodes with check digits. In combination with the above options or as a single measure, use an appropriate barcode mask if this is compatible with the structure of your barcode content." Product labeling also states: "when creating patient or operator barcodes, always adhere to the applicable international iec/iso standards for the respective barcode symbology. In particular, ensure that barcode size and print quality (as defined in iso/iec 15416 and 15415) are adequate. Inadequate print size and/or quality may lead to erroneous decoding. In addition, every user must carry out a plausibility check on all data scanned into and displayed by the instrument. " the investigation determined the event was consistent with a barcode quality issue at the customer site. A product issue was not identified.